Event description:
No additional information.

Manufacturer narrative:
Investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite gravity set had leakage. The following information was provided by the initial reporter: we switched back to the previous set 47177e, 37262e, mx9341l, so a gravity set an extension set and 2 stopcocks, per patient. The leak happened in between the gravity set and extension set and some in other places that the tubing came in to connected. Please let me know if you need any more info.